Manufacturer narrative:
A bci field service engineer (fse) found multiple pieces of the fan filter inside the instrument. Fse replaced the fan assembly, power supply, and the main analyzer. The root cause for this event appears to be debris from the fan filter shorted out the power supply and the board and the fan went out.

Event description:
A customer contacted beckman coulter inc. (Bci) to report burning smell as the coulter act diff 2 shut down while running patient sample. The instrument was switched off and unplugged. The customer did not report any injuries and no visible signs of smoke, arcing or sparks were noted.